Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient was pre-operatively diagnosed with ossification of the posterior longitudinal ligament (opll) at c4/6 and underwent posterior cervical fusion. During surgery, the product broke. The set screw was replaced and unable to place crosslink was performed as the result of the event. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems and vaginal scarring.

Manufacturer narrative:
Additional narrative: it was reported that following insertion patient experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.